Manufacturer narrative:
Geurts, g. F. A. E., van riet, r. P., & verstreken, f. (2012). Successful closed reduction of refractured wrist with a bent volar distal radial plate. Acta orthopaedica belgica. 78(1), 126-128. This report is for an unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article. Geurts, g. F. A. E., van riet, r. P., & verstreken, f. (2012). Successful closed reduction of refractured wrist with a bent volar distal radial plate. Acta orthopaedica belgica. 78(1), 126-128. A case is presented of a (B)(6) woman who sustained a re-fracture of the distal radius after initial fixation with a volar locking plate. The fracture was located in the mid-portion of the volar plate with palmar apex bending of the plate and signs of median nerve compression. A successful closed reduction was performed without hardware failure. The fracture united uneventfully. This report is for an unknown plate. This report is 1 of 1 (B)(4).